Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving dilaudid [10 mg/ml] at a rate of 4.2 mg/day via intrathecal drug delivery pump. It was reported that on (B)(6) 2017 following a regular refill, there was some clear fluid that drained from the needle puncture site. It was also reported that the pump had flipped and he had to "un-flip" it before they could refill it. There were no withdrawal or overdose symptoms. The patient did go to the hcp the evening of (B)(6) 2017 due to more drainage from the puncture site. The physician said he would probably order a catheter dye study to at least check the catheter, due to pump flipping. A dye study was done on (B)(6) 2017 and was confirmed that the pump was not flipped, the radiologist was able to access the side access port, but was unable to aspirate the catheter and there was no drainage from the previous puncture site. It was not known what the physician plans to do. The issue was resolved.